Event description:
It was reported that during the initial implant procedure, noise was observed on the device while finding the optimal device position. The physician suspected the noise was due to patient anatomy. The device was repositioned to resolve the event. The patient was in stable condition.